Event description:
While the unit was in use on a pt, the unit generated a system failure alarm and the screen went blank. The pt was switched to another unit and therapy was continued. No pt injury was reported.